Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the e226 error and no image, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the white residue inside the air/water channel, the identity of the foreign material (white residue) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had an e226 scope communication error code, no image, and the air/water channel had white residue. There was no patient involvement.